Event description:
(B)(6) 2023 - the consumer claims the device smelled like it was burning and a couple of days later the device started to overheat.

Manufacturer narrative:
(B)(6) 2024 - we have made attempts to contact the consumer to return the product. The consumer did not respond. Therefore, an investigation will not occur.